Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had high capture thresholds and p-wave amplitude variation. The physician alleged the rv lead had a micro dislodgement. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.